Event description:
This event was reported as once the handle was removed and the valve was seated, noted a crease in the dacron cuff around the valve causing incompetence and wide open regurgitation. The pump time was extended. No further information was provided.